Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2018. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352700. Model: sc-2352-700. Serial: (B)(6). Batch: 20346301/20248015.

Event description:
It was reported that the patients ipg was no longer working as intended. The patient underwent a spinal cord stimulation (scs) explant procedure. The explanted device will not be returned per facility policy.